Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7113112 / 7112883.

Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptoms of redness, swelling and warmth at the site were noted. It was believed that the patients infection was procedure related. The patient was sent to the emergency room (ER) and underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility. No further information has been obtained despite good faith efforts.